Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a nonspecific product performance anomaly. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. F10: device codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a nonspecific product performance anomaly. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information was received from the field stating this rv lead was capped due to low pacing impedances out of range. No additional adverse patient effects were reported.